Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Reportedly, the customer cleaned the speaker holes and loaded a new cartridge; however, the alarm reoccurred. As a result, the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 611 mg/dl to "high". Customer was treated with intravenous fluids of saline and insulin and was discharged from the ER on (B)(6) 2024 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.